Event description:
The device (retractor mco357a 130mm w/blade robier) was returned to mxi for service and repair. It was reported that the device is missing pieces and is stiff. There was no reported patient impact.

Manufacturer narrative:
(B)(4). Analysis of the device (retractor mco357a 130mm w/blade robier) confirmed that the device is missing parts and is stiff . It was also determined that the instrument has physical damage. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.